Event description:
The user facility reported seeing a small leak during a bypass procedure due to an apparent crack in the cardioplegia heat exchanger. The perfusionist charger out the heat exchanger, and the procedure was completed successfully without any further complications. The blood loss was reported to be "trivial" and there was no reported impact to the pt.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This eval confirmed the reported leakage from the heat exchanger. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does not address the potential for leakage in the instructions for use with a recommendation to inspect the device for water leaks. If any leaks are detected, replace the device with another one. All available info has been placed on file for use in qa tracking, trending and f/u. (B)(4).